Event description:
Information was received from a patient implanted with a neurostimulator for chronic low back pain. It was reported that stimulation did not help with controlling the patient¿s pain. There were no falls/trauma reported that could have been related to this issue. The device was shorting out. The patient would turn stimulation all the way and wouldn't feel a little stimulation, but when bent it was like it was like it was turned up high to full. The patient¿s spinal cord stimulation therapy was removed. It was noted that when they took it out they cut away. Once it was removed and some of the scar tissue was removed the patient¿s pain subsided a lot. The issue occurred since implant. The patient mentioned that he had pain since 1995 and had over 16 surgeries and fusions. The patient had pain in his legs, arms, back, and neck. Prior to implant the patient had post-laminectomy syndrome and fusions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.